Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information from a company representative that this right atrial (ra) lead dislodged from its target position in the patient. The physician did not believe dislodgement occurred, but the representative stated the ra lead now captures the right ventricle and lies right above the tricuspid value according to inner cardiac markers. The physician believes the patient is going to be in permanent atrial fibrillation and will not need a ra lead revision. For now, the lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed that a complete lead was returned. Deformed conductor coils and cuts in the insulation were noted proximate the terminal pin. Lead dislodgment was not confirmed through visual inspection as there was nothing visually wrong with the lead that would cause a dislodgement. Product analysis confirmed that the lead was clinically out of specification as induced in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that after six months, a revision procedure was performed due to lead dislodgment. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--